Event description:
New information received notes that no sensing was observed on the right ventricular (rv) lead prior to the procedure.

Event description:
It was reported that the patient was unwell and experienced dizziness and possible syncope. The patient was dependent on the device for normal function. Previous checks (B)(6) 2021 were normal. On (B)(6) 2021 it was noted that significant noise, oversensing leading to pauses and noise reversions were observed on the right ventricular (rv) lead. Programming changes were made and the patient was sent to the emergency room. The rv lead was capped (B)(6) 2022 and replaced. The patient was stable.